Manufacturer narrative:
Analysis of the pump/motor found o-ring wear. Per the print report of the pump interrogation performed (B)(6) 2016 when the pump was returned for analysis, the pump was programmed to deliver fentanyl 500 mcg/ml at 194.83 mcg/day and bupivacaine 7.5 mg/ml at 2.9225 mg/day. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via return paperwork regarding a patient receiving an unknown drug via an implanted pump for failed back surgery syndrome and spinal pain. The logs indicated multiple motor stalls and recoveries occurred (15 in total) beginning (B)(6) 2016. The longest motor stall and recovery lasted 2 hours and 6 minutes. The pump was explanted on (B)(6) 2016. Further information was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.